Manufacturer narrative:
This is one of two regulatory reports associated with the event and are associated manufacturer report numbers: 1016427-2015-00033 & 1016427-2015-00034. Complaint conclusion: as reported, during the procedure, the tip of the .018 sv 180cm wire prolonged 10-times. The vessels were heavily calcified and only slight resistance was detected during manipulation of the wire. This happened with two devices during the procedure. Both wires were removed in one piece. There were no reported patient injuries. Preliminary evaluation of the returned devices revealed that both tips were found damaged, stretched and detached. As per the affiliate, the customer complained about elongation of the tips. One non-sterile pgw .018 sv short 180cm st was received coiled into a plastic bag. The core and coil wire presented a fractured at the distal end. The coil wire also presented an unraveled/stretched condition. The distal end of the guidewire was received inside of a small plastic bag. No other anomalies were observed. No functional test could be performed because of the damaged condition in which the unit was received. Sem analysis results showed that the core wire and coil presented evidence of smearing and reverse bending. It appears that the separations occurred during post-op manipulation, packing or shipping due to the smearing and reverse bending. Lake region medical did review the device history records relative to the manufacturing, inspecting and packaging of the above mentioned lot. The history records indicate this product went through final inspection testing at lake region medical and was determined to be acceptable. The complaint reported by the customer as ¿guidewire - fractured/separated¿ as well as "distal tip - unraveled/stretched-in patient¿ were confirmed due to the condition in which the product was received. The complaint reported by the customer as ¿guidewire - tracking difficulty¿ could not be evaluated due to the condition in which the product was received. The cause of the event experienced by the customer as well as the separations observed could not be conclusively determined. However, handling factors, such as evidence of reverse bending and pulling or stretching, may have contributed to the reported event. With the information available and without films of the event, it is not possible to draw a clinical conclusion between the device and the reported event. Neither the device history record nor the product analysis suggests that the event could be related to the guidewire design or manufacturing process; therefore, no corrective or preventive action will be taken at this time.

Manufacturer narrative:
This device is available for analysis but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. The gender of the patient is unknown. (B)(6). This is one of two regulatory reports associated with the event and are associated manufacturer report numbers: 1016427-2015-00034.

Event description:
The report received indicated that during use on patient, the tip of the .018 sv 180cm wire prolonged 10-times. The vessels were heavily calcified and only slight resistance was detected. This happened with both devices during the procedure. According to the customer the tip of both catheters was stretched approx. 10 times. Slight resistance was detected during manipulation of the wire. Both wires could be removed in one piece. The vessels were heavily calcified. There were no negative consequences reported for the patient. Preliminary evaluation of the returned devices revealed that both tips were found damaged, and one of the tips was stretched and detached. As per the affiliate, the customer complained about elongation of the tip. The condition of tip separation was possibly caused by post-op manipulation, packing or shipping. According to fal, one (1) 180cm sv wire was returned and one (1) 300cm sv wire was returned. The tips of both devices were noted to be detached. Upon further investigation of the products returned, the affiliate stated that "it seem as if the info reported from the customer is incorrect and the second wire is this 300cm one. We do not have any further information like lot or catalog for the second wire."